Event description:
Reportedly, the patient implanted with the subject pacemaker died on (B)(6) 2018. The patient's daughter indicated that the patient needed to be upgraded to an ICD. It was also reported that the mortuary is attempting to locate the device.

Event description:
Reportedly, the patient implanted with the subject pacemaker died on (B)(6) 2018. The patient's daughter indicated that the patient needed to be upgraded to an ICD. It was also reported that the mortuary is attempting to locate the device.